Event description:
It was reported that during a laparoscopic gastric sleeve procedure, a black cartridge was used on the first firing and it was noted that there were several straight legged staples on the outer row patient side. The cartridge was fired using a powered stapler. The area was extensively over sewn and leak tested to make sure it was adequately closed and the case was completed with green cartridges. Additional time was necessary to secure the area of malformed staples to make sure no leak would occur.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how was the patient impacted due to the additional time of the procedure? Longer than normal anesthesia time. Is the reload being returned for analysis? No. On what tissue type was the device used? Gastric tissue. At what location on the tissue? First and second firings on the distal portion of the greater curve of stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not that I'm aware of. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Not that I'm aware of. If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Not at this time. Response from the sales rep: did the extended anethesia time impact the patient's post op care? Not that I am aware of at this point. Believe the patient has had a normal post op recovery since their surgery. A surgical video was received and based on the video evidence, it is believed that an interaction between tissue density, three point gap control and firing speed all contributed to creating a ¿deck deflection¿ condition. Resulting in the complication experienced during the subject first firing of the device. As a lot number was not received, a device history review could not be performed.